Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm which was resolved by a complete set change. Blood glucose level at the time of the incident was 484 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 283 mg/dl. Customer was advised that the infusion set would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.